Event description:
Ambulance personnel responded to a pt in full arrest. Allegedly the crt displayed excessive artifact and the pt's rhythm could not be discerned while monitoring in the paddles mode. ECG monitoring electrodes were attached and asystole was confirmed. No shocks were delivered. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessement of the pt's viability.